Event description:
It was reported to boston scientific corporation in 2008, that a radial jaw 4 single-use biopsy forceps device was used on a female patient during a flexible sigmoidoscopy procedure one the same day. According to the complainant, "during the procedure the device buckled at the base of the forceps and expanded out and they had to cut it out with wire cutters to remove it from the scope." The procedure was successfully completed with another radial jaw 4 single-use biopsy forceps device. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.